Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 28mm 4600 mitral ring was explanted after 10 months, due to mitral regurgitation, mitral stenosis, and thrombus. The explanted device was replaced with a 25mm 7300tfx mitral valve. Patient presented with dyspnea on exertion. Per implantation data card, the explant was due to deficiency of the device. Patient was discharged home on post-operative day eight (8).

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. The cause of the event cannot be determined. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. As found in literature, annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs primarily as a result of progression of disease and is not related to a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported the ring did not malfunction (no structural deficiency).